Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer stated that there was no failed device at station. The fse cleared all the connections on drawer board and secured the connections as a preventive measure. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the device not detected on bus causing a delay in dispensing medication to the patient. The tsc checked the station on rss and it was online. There were no adverse events or injuries reported based on this event.